Event description:
It was reported that the patient was lost to follow-up and recently had their first device check since implant. The right ventricular (rv) lead had low impedances in both unipolar and bipolar, and there was no capture at high output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.